Event description:
Herniated lead, has been noted to have increasing amounts of noise as well as impedance abnormalities consistent with fracture. Lead was extracted in (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).